Event description:
Per the clinic, the patient experienced an infection at abutment site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 25, 2024.